Manufacturer narrative:
Product event summary : the full lead was returned and analyzed, and no anomalies were found. The analyst noted that the lead was received with the stylet still inserted in lead. Stylet could be removed form lead and it visible kinked. Stylet insertion test was performed using a stylet sample, the stylet passed through the coil lumen of the lead without obstruction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the stylet became stuck in the right ventricular lead. The lead was not used and another was implanted. No patient complications have been reported as a result of this event.